Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of was confirmed. There was no image when connected to 290 series due to a defective scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite xenon light source displayed no image when connected to 290 series, but image returns when connected to 260 series. The event occurred during reprocessing. The patient was not under anesthesia. The unspecified diagnostic procedure was completed without delay with a replacement device. There was no report of patient harm associated with this event.